Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that he experienced a blood glucose (bg) of 417 mg/dl with frequent urination and tiredness. The patient reported that his fasting bg was 111 mg/dl and after breakfast his bg increased to 417 mg/dl. The patient reported that he is a doctor and manages his pump settings. The patient believes that his bg should have remained in normal range if his breakfast bolus was delivered properly. The patient stated that the pump history did not show a bolus before breakfast but all other boluses were correct. Troubleshooting indicated that the patient did not press the ok button to start the bolus. The patient continued to wear the pump and there have been no further reported incidents. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.